Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the proximal right coronary artery with one xience v stent. On (B)(6) 2010, the patient had a myocardial infarction and died of cardiopulmonary arrest on the way to the hospital via ambulance. The patient was taking aspirin and clopidogrel at the time of the event. On (B)(6) 2009, a diagnostic heart cath found a widely patent xience v stent in the index lesion and the ejection fraction was 65% to 70%. There was no additional information was provided.

Event description:
Subsequent to the initial med watch filed, additional information was received indicating that the patient experienced syncope on (B)(6) 2010, two days prior to the patient's demise. On (B)(6) 2010, the patient was admitted to the hospital for observation where an mi was ruled out and the patient underwent 3 hours of dialysis. The patient was also given oxygen. The event resolved on (B)(6) 2010 and the patient was discharged. The patient was out of town and was advised by the hospital to avoid high altitude areas and to return to her usual residence. This advice was not followed and the patient remained out of town. On (B)(6) 2010, the patient complained of a mild headache in the evening. On (B)(6) 2010, the patient's husband found the patient to be cold to touch and unresponsive. The paramedics were notified and the patient was provided with CPR and advanced cardiac life support. The patient was without a pulse, but had a heart rhythm. After the patient was defibrillated, the patient was transported to the hospital where she was placed on a neosynephrine drip and a ventilator, but the patient was hypothermic and unresponsive. The patient's status was changed to "do not resuscitate" and the patient expired. The causes of death were cardiopulmonary arrest, myocardial infarction, and coronary artery disease. The patient's cardiac death was determined to have been possibly caused by very late stent thrombosis. There was no additional information provided.

Manufacturer narrative:
(B)(4). Arrhythmias including atrial fibrillation, thrombosis, myocardial infarction (mi) and death are listed as known potential adverse events in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. There was no reported product deficiency. Myocardial infarction (mi) and death are listed as known adverse events in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The xience v stent was directly stented during the index procedure. The xience v IFU states: "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." It cannot be determined whether the reported lack of pre-dilatation contributed to the reported post-procedural patient effects.